Event description:
Facility reported, 15 min into pt's hemodialysis treatmenet the arterial blood line at blood pump segment was noted to have a "split" in it. These lines where being used with a cobe century 2 system. Estimated blood loss 200cc to 250cc.